Event description:
It was reported via repair work order that there was no power to bed and the bed was stuck at mid height due to cpu board malfunction. No patient was affected and no adverse consequence or clinically relevant delay in treatment was reported.

Event description:
It was reported via repair work order that the bed had no motor functions due to faulty bus control box, junction box and modular junction box. No patient was affected and no adverse consequence or clinically relevant delay in treatment was reported.

Manufacturer narrative:
Follow-up submitted as further investigation determined the issue was due to faulty bus control box, junction box and modular junction box and not the cpu as previously reported.